Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva needle was difficult to remove from catheter. The following information was provided by the initial reporter: (B)(6) reported another difficult IV needle set. It took multiple people multiple tries but they eventually were successful in removing the needle from the catheter. The rn noted it caused discomfort for the patient. Since they were eventually successful with their attempts to detach the pieces, everything was disposed of in their appropriate receptacles. I advised the rn to fill out a serf, which has been completed at this time.